Event description:
After dilatation the two guidewires were taken to the cleaning room where it was noticed that the tips of the devices were missing. The medical personnel do not know if the tips fell off in the patient during the procedure or if the tips fell off after the procedure. It is also unknown how many times the devices had been used but it was not the initial use. The patient was not scoped to locate the tips and no additional invasive procedures were performed. The procedure was completed successfully. Post-op contact was made with the patient to ensure satisfactory results.